Event description:
It was reported that post operation, a micro dislodgment with this right atrial (ra) lead was observed, resulting in increased threshold values, and a decrease in sensing values. The patient was hospitalized overnight for observation, with no further issues. This ra lead was disabled, and a follow-up with the patient will occur in approximately two weeks to review for possible new epicardial lead implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please see event description for further information.

Event description:
It was reported that post operation, a micro dislodgment with this right atrial (ra) lead was observed, resulting in increased threshold values, and a decrease in sensing values. The patient was hospitalized overnight for observation, with no further issues. This ra lead was disabled, and a follow-up with the patient will occur in two weeks to review possible epi ra lead implant. No adverse patient effects were reported. Several additional requests were sent to the field representative to obtain further information as to the resolution for this event. No response was received.